Event description:
During transfer from ICU bed to cath lab table, the pump made a loud continuous noise and shut down, resulting in cessation of vasopressin, levophed, and epinephrine drip infusions. Pump could not be restarted and had to be rebooted. Patient subsequently arrested, without return of spontaneous circulation, despite advanced cardiac life support measures. Error message displayed ¿e#¿ then some numbers, then ¿malfunction.¿ did not alarm for occlusion.